Event description:
It was reported that during a cervical laminotomy c7-t1 excision mass surgical procedure, it was observed that the motor device was getting hot and had loud noise. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was being used dry which caused the motor to get hot and noisy. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.